Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4 to l5 fusion procedure using rhbmp-2/acs on (B)(6) 2010. Patient's post-operative period has been marked by increasingly severe pain in her lower back, with radiation into her lower extremities. On (B)(6) 2013 the patient underwent a revision surgery to remove significant overgrown bone from the implant site. Reportedly, the patient continues to experience severe and unrelenting low back pain that radiates into the lower extremities. Additionally, she now suffers from bladder incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.